Manufacturer narrative:
A ge service representative performed an eval over the telephone. The malfunction could not be verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ locked up after successfully initializing. The system was pulled and a replacement system used. There was no adverse pt involvement reported. There was no pt info reported.